Manufacturer narrative:
Product event summary: the device was returned, analysis performed and no anomalies were found.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was interrogated and the longevity bar was gray. The ICD was interrogated 24 hours later with the same result. The longevity was unexpected and therefore the ICD was not used. There was no patient involvement.